Event description:
See initial report.

Manufacturer narrative:
H.10: the stirrer motor was replaced and the issue solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The cause of the reported event was a mechanical/electronic failure of the stirrer motor.

Manufacturer narrative:
There was no patient involvement. PMA/510(k). The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). The livanova engineer in charge found that the stirrer motor was stuck. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displaying an error code related to the stirrer motor during maintenance. There was no patient involvement.